Manufacturer narrative:
It became aware, that this is not a complaint. This case will be invalidated. Zimmer¿s reference number of this file is (B)(4).

Event description:
It became aware, that this is not a complaint. This case will be invalidated.

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A patient is pursuing a product liability. No further information is available at this time.